Event description:
Philips received info from a customer site that after completing the scan of an emergency pt, they smelled something burning and saw smoke coming out of the top of the gantry. The philips call center had the customer power off the system. The philips field service engineer determined that the anode power module (apm) assembly had failed and replaced it. There was no evidence of fire. The fire/smoke alarm did not activate. The fire dept was not contacted. Philips service confirmed there was no harm to a pt, operator, or bystander due to this reported event.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a f/u MDR at the completion of the investigation. (B)(4).